Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the auxiliary drawer did not open and inseparable magnet was found missing. A field service engineer replaced the inseparable magnet in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had drawer unable to recover, failed to stay close. The user confirmed that there was a delay happened during dispensing a medication and mentioned that device may require new latch or magnet. There were no adverse events or injuries reported based on this incident.